Event description:
It was reported that during an implant attempt the helix would not deploy. It was also reported that once the helix was removed it was noticed that tissue had lodged on the tip of the lead. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism. Visual analysis noted that there was no tissue on the helix at the time of analysis.